Event description:
The patient's generator was prophylactically replaced. The facility the replacement took place at does not return explanted devices.

Event description:
It was reported that the patient's battery status was different when interrogated with two different programming systems. The patient was interrogated before an MRI and found to be at 50-75% battery. After the MRI the patient was interrogated and found to be at 11-25% battery. Device history records were reviewed and confirm that the generator was laser routed. The device met all specifications for release prior to distribution. Tablet data was received and reviewed for the patient's generator. By comparing the percent battery consumed and the battery voltage it was determined that the generator battery was depleting prematurely. As it was noted that the generator was manufactured with the use of laser routing, it is expected that contaminates on the trimmed edge of the printed circuit board assembly provided resistive paths resulting in premature battery depletion. No known surgical intervention has occurred to date. No additional relevant information has been received to date.